Event description:
On (B)(6) 2015, a reporter for the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that the patient¿s onetouch verio2 meter read inaccurate compared to a laboratory device. The complaint was classified based on the customer service representative (csr) documentation, since the patient and/or reporter were unable to be reached by phone for additional information. It is not known when the alleged inaccuracy issue began. The reporter claimed the patient obtained blood glucose readings with a difference of ¿24% and 28%¿ between the subject meter and a laboratory device, no exact values were given. The tests were performed within an unknown time of each other. It is not known how the patient manages their gestational diabetes however the reporter stated the patient stopped their insulin treatment in response to the alleged inaccurate readings. It is not known if the patient developed any symptoms and there was no mention of medical treatment/intervention received as a result of the alleged issue. The lfs customer service representative was unable to troubleshoot with the patient and/or reporter and the alleged issue remained unresolved. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the subject meter nay not have met lfs' accuracy criteria and the alleged meter issue was not resolved during troubleshooting.